Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgment was observed. The lead was repositioned. All thresholds were adequate after the procedure. The patient was recovering.